Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "pin hole" on the heater line of the homechoice cassette which resulted in a leak. This was observed during an unspecified phase of peritoneal dialysis therapy. The patient was not connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.